Manufacturer narrative:
This case, with patient identifier (B)(6) (nano system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 296 mg/dl (nano system) and 130 mg/dl (aviva system). No adverse event reported. The nano test strip lot number was not provided. The remaining nano strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.